Event description:
Reported alleged the pt received a result of 216 mg/dl on inform system 1 at 7:44 am and was given 2 units of novolog insulin based on that result. Reporter alleged the pt received a discrepant blood glucose result of 189 mg/dl on the same inform system 1 at 11:27 am while feeling lethargic and confused. Reporter alleged that inform system 2 was used at 11:30 am to obtained a result of 72 mg/dl on the pt, and he was treated with 1 amp of d50 through an IV, then given orange juice. No other actions were reportedly taken or treatment received. A request was made for return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspected device used in system 1. Reference medwatch report is for the suspect device used in system 2.